Event description:
Pt was implanted in 2001 and returned to the hospital in little over a month later with an infection of the foot and the lifesite device. It was reported that the pt's foot was partially amputated prior to lifesite, and upon return to the hosp the foot was gangrenous with maggot infestation. The lifesite device was explanted due to infection (sepsis).